Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the guidewire. The passage was blocked and catheter not patent. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation - clinical product advisor. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire and one-way valve were also returned. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Additionally two kinks were found on the inner lumen within the membrane approximately 5.8cm and 10.2cm from the iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was only felt at the kinked locations of 5.8cm and 10.2cm. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The condition of the iab as received indicated kinks on the inner lumen and catheter tubing. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficulty to insert the guidewire. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).